Event description:
The customer reported obtaining three (3) false high modular glucose (glucm) patient results on their dxc 600 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600 pro synchron system. The fse inspected the instrument and determined that the sample probe malfunctioned. The fse replaced the sample probe to resolve the issue. Performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).